Manufacturer narrative:
Follow-up # 1 date of submission 04/29/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that cs 054 call service alarms were recorded. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no moisture or internal damage was observed. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was used to complete all testing. The complaint that the pump was emitting cs 054 call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump was emitting multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.